Event description:
Information received with return of the explanted device notes that the patient had pectoral twitch following implant. The pacemaker was a bipolar pacing system. The pocket was twitching as low as 1.5v in aai mode and 1.7v in vvi mode. The twitching was worse when in the unipolar configuration.